Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results between an unspecified coaguchek xs meter and a result from a venous sample at the hospital. The result from the meter was 4 inr. The result from a "hospital venous sample" was 5.8 inr. The results were 2-3 hours apart. The customer's therapeutic range is 3 - 3.5 inr. There was no allegation that an adverse event occurred. The customer has been unwell with an extreme case of vertigo. The customer has not been taking any antibiotics.

Manufacturer narrative:
The customer did not return the complaint material for investigation. The customer returned the meter and non-complained strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Returned strips lot# 294945-11. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr. Qc 2: 2.8 inr. Qc 3: 3.1 inr. Returned strips lot# 330460-12. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 3.0 inr. Qc 2: 2.9 inr. Qc 3: 3.1 inr. Returned strips lot# 314047-11. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr. Qc 2: 2.9 inr. Qc 3: 3.1 inr. The maximum difference between measurements was 11%. The obtained qc results were in the allowed range. No error messages occurred during investigation. Upon analysis of the meter memory, the value of 4 inr from 12-nov-2018 was not in the found in the patient log. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 272167) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.